Event description:
The hcp reported that the pt was recently implanted with a synchromed ii pump. The pt experienced an overdose after a 700 mcg bolus of lioresal was delivered by mistake. No pt symptoms were reported. The pump was stopped and remained off for approx 2 days. The pt was in the hospital but was doing fine now and the hcp was planning to restart therapy at a minimum dose, which was reported to be 96 mcg for 2000 mcg/ml.